Event description:
Device malfunction: none. Symptoms/ae: numb/cold leg/no pulse and thrombosis. Time of symptoms/ae: three days post vessel closure. It was reported that a physician trained in the use of the starclose se device achieved arteriotomy closure of the right common femoral artery after an interventional procedure in 2009. Reportedly, in 2009, the pt returned to the physician experiencing a numb/cold leg at the access site. A thrombosis was found from the arteriotomy access site down the leg. The pt was taken to the or and surgery was performed to aspirate the thrombosis and re-establish blood flow in the leg. No tissue damage was noted and the pt is reported to be doing fine. There were no reported adverse pt sequelae. Though requested, no additional info was available.

Manufacturer narrative:
The customer reported the device remains in the pt. The lot number was not identified; therefore, a device history record review could not be performed.